Manufacturer narrative:
Batch review performed on 29 july 2025: gmk-sphere 02.07.0033rp patella resurfacing size 1 (k090988) lot 186273: (B)(4) items manufactured and released on 04-oct-2018. Expiration date: 2023-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.07.1202l tibial tray fixed cemented size 2 l (k090988) lot 187273: (B)(4) items manufactured and released on 02-oct-2018. Expiration date: 2023-09-20. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.0022l femoral component sphere cemented size 2+ l (k140826) lot 183441: (B)(4) items manufactured and released on 05-july-2018. Expiration date: 2023-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.0211fl tibial insert fixed sphere flex size 2/11 mm l (k140826) lot 174781: (B)(4) items manufactured and released on 03-nov-2017. Expiration date: 2022-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 6 years 6 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.